Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during reaming of the acetabulum, a small section of metal from the dome of the acetabular reamer broke off and was lodged in the patient¿s bone. This broken piece of metal was not immediately noticed and the procedure continued. Once all final implants were placed and final xrays were preformed, the metal piece was now visible on x-ray. The surgeon chose not to attempt to retrieve the metal piece because he felt that removing the acetabular cup would cause harm to the patient. Subsequently, the patient experienced instability and dislocation of the operative hip in pacu. The surgeon decided to take the patient back to the operating room the same day to address the patient¿s instability by revising the acetabular component. Once the acetabular cup was explanted, the surgeon was able to explant the piece of broken metal as well. A new acetabular cup was implanted and a stability test was performed. The surgeon was satisfied with the stability of the hip. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate removed: (3191) absence of treatment and corrected it with (3191) surgical intervention. H6 patient code: no code available (3191) used to capture surgical intervention.

Manufacturer narrative:
Follow-up of report mwr-29062020-0000756891, previously reported h6 patient code: no code available (3191) used to capture surgical intervention. The updated health effect- impact code surgical intervention (f19) has now been applied. H6 clinical code: appropriate term / code not available (e2402) utilized to capture bone injury under injury (e20). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # (B)(4). Corrected h6. Health effect - impact code and health effect - clinical code.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the instrument associated with this report was not returned, but a photo was provided confirming the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.